Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned without the original case. The returned device was visually inspected, and button was observed to be broken along with the anchor. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness - the flange was smooth; internal/external surfaces were smooth. Broken - the button appears broken off along with the anchor. Delamination - layers were intact and did not separate. Discoloration - the device appears stained. General cleanliness - the returned device appeared to have debris or foreign particles. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. The manufacturer internal reference number is: comp-(B)(4). Additional information: b5: "describe event of problem" corrections: h6: updated "type of investigation" code h6: updated "investigation findings" code h6: updated "investigation conclusions" code.

Event description:
Based on the device received on (B)(6) 2025, it was observed that the button was broken along with the anchor. No additional information has been received from the customer.

Event description:
It was reported that there was a fracture on the upper right-side anchor on a silent nite 3d sleep appliance. It was reported that the patient received the device on (B)(6) 2025. The date that the provider was informed of the issue was not provided.

Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).